Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received one shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and had 11 untreated episodes stored due to oversensing of noise. The patient had fallen while walking up the stairs three days earlier and landed on the front side of their chest. The noise was able to be recreated when the patient moved her arms. A different vector showed better sensing. The field representative noted they were unable to retrieve the episodes. A magnet reset was successful, but the programmer returned a message indicating the device could not be found. Tones were able to be heard with magnet application. Telemetry was lost during the second attempt to interrogate the s-ICD and retrieve the stored episodes. The field representative noted that a successful interrogation was able to be performed, however the cause of the noise had not yet been determined. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction.

Event description:
It was reported that the patient received one shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and had 11 untreated episodes stored due to oversensing of noise. The patient had fallen while walking up the stairs three days earlier and landed on the front side of their chest. The noise was able to be recreated when the patient moved her arms. A different vector showed better sensing. The field representative noted they were unable to retrieve the episodes. A magnet reset was successful, but the programmer returned a message indicating the device could not be found. Tones were able to be heard with magnet application. Telemetry was lost during the second attempt to interrogate the s-ICD and retrieve the stored episodes. The field representative noted that a successful interrogation was able to be performed, however the cause of the noise had not yet been determined. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and replaced with a transveneous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received one shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and had 11 untreated episodes stored due to oversensing of noise. The patient had fallen while walking up the stairs three days earlier and landed on the front side of their chest. The noise was able to be recreated when the patient moved her arms. A different vector showed better sensing. The field representative noted they were unable to retrieve the episodes. A magnet reset was successful, but the programmer returned a message indicating the device could not be found. Tones were able to be heard with magnet application. Telemetry was lost during the second attempt to interrogate the s-ICD and retrieve the stored episodes. The field representative noted that a successful interrogation was able to be performed, however the cause of the noise had not yet been determined. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and replaced with a transveneous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.